Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Approximately 4 years have passed since device manufactured .evaluation results show that the circuit board is faulty. Likely probable cause was due to failure in the circuit board and device age deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Device evaluation determined that the device input signal for sdi-2 was not duplicated. It was powered off and on and the reported issue did not occur, however, when functional testing was performed on sdi-1 signal, it was determined that there was no input signal. The cause of the issue was found to be due a faulty qb board. Additionally, minor crack was found on the top left and right corners of the bezel. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The issue was attributed to a faulty circuit board on sdi-1 port of the device. Once replaced, device was tested, passed and issue was resolved.

Event description:
It was reported that during preparation for use, the device exhibited no power. There was no patient involvement on this report.